Event description:
It was reported that, 1 box, 10 each of cath foley biocath 2-way 18f 10ml supplied appeared to be faulty. It was advised that the foley catheter fell out while in use, and after seeing urologist, it was suspected that the balloon might be defective. It was instructed to stop using the remaining catheters from this batch while report the issue and arrange for the unused items to be collected for review. User did not have another box, ordered on (B)(6) 2025 batch number: mykp4830, which was advised to trial to determine whether the issue was isolated. Pending update from customer.

Manufacturer narrative:
Initial reporter name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.